Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was in the range of 300-400 mg/dl at the time of the incident. The customer reported that she was having problems with the battery cap. The customer reported that her battery died and she was unable to remove the battery cap so she was unable to use the pump for a couple of days. She had to manually inject herself .the pump had cracks on the battery compartment. The battery cap would not come off so she had her friend help her and he stuck a coin and it did not work so he used a knife to open it by making a new slot in the battery cap by cutting it in order to open it. They managed to take off the battery cap and put in a new battery and the pump is working but she is scared to really tighten the battery cap. She treated it with manual injection and water. The customer reported that she was having high blood glucose at the time of the incident around 300-400mg/dl as she was under a lot of stress. She was off the pump and having to manually inject herself and other things. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with stripped battery cap coin slot(p), minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.